Event description:
Discrepant advia centaur troponin results were obtained on several pt samples. The results were reported to physicians, who questioned the results. The samples were repeated and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant troponin results was due to cracked tubing/parts in the area associated with the wash 1 bottle. The instrument was repaired. The instrument is performing within specs. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant troponin results was due to cracked tubing/parts in the area associated with the wash 1 bottle. The instrument was repaired. The instrument is performing within specs. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant troponin results was due to cracked tubing/parts in the area associated with the wash 1 bottle. The instrument was repaired. The instrument is performing within specs. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant troponin results was due to cracked tubing/parts in the area associated with the wash 1 bottle. The instrument was repaired. The instrument is performing within specs. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant troponin results was due to cracked tubing/parts in the area associated with the wash 1 bottle. The instrument was repaired. The instrument is performing within specs. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant troponin results was due to cracked tubing/parts in the area associated with the wash 1 bottle. The instrument was repaired. The instrument is performing within specs. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant troponin results was due to cracked tubing/parts in the area associated with the wash 1 bottle. The instrument was repaired. The instrument is performing within specs. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant troponin results was due to cracked tubing/parts in the area associated with the wash 1 bottle. The instrument was repaired. The instrument is performing within specs. No further evaluation of the device is required.

Event description:
Discrepant advia centaur troponin results were obtained on several pt samples. The results were reported to physicians, who questioned the results. The samples were repeated and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin results.

Event description:
Discrepant advia centaur troponin results were obtained on several pt samples. The results were reported to physicians, who questioned the results. The samples were repeated and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin results.

Event description:
Discrepant advia centaur troponin results were obtained on several pt samples. The results were reported to physicians, who questioned the results. The samples were repeated and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin results.

Event description:
Discrepant advia centaur troponin results were obtained on several pt samples. The results were reported to physicians, who questioned the results. The samples were repeated and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin results.

Event description:
Discrepant advia centaur troponin results were obtained on several pt samples. The results were reported to physicians, who questioned the results. The samples were repeated and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin results.

Event description:
Discrepant advia centaur troponin results were obtained on several pt samples. The results were reported to physicians, who questioned the results. The samples were repeated and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin results.

Event description:
Discrepant advia centaur troponin results were obtained on several pt samples. The results were reported to physicians, who questioned the results. The samples were repeated and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discrepant troponin results.